Event description:
It was reported that the lipids infusion were "occluded," "line flushes, re-primed bag," but the pump was still running "occluded." There was patient involvement but unknown impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility